Event description:
Per the clinic, the patient experienced an infection around the abutment, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023 under general anesthesia. It is unknown if there are plans to reimplant the patient as of the date of this report. The patient is currently being administered with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.